Event description:
The patient returned to the physician with superficial migration of the stimulation lead at the neck incision site, posing a risk of erosion. The physician took the patient to the or and explanted the entire inspire system.

Event description:
Patient presented to the physician with an infection at the neck incision site. Physician brought the patient into the or, flushed the neck incision, and closed.